Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure unrelated to the device. During the procedure with extended cautery usage, the patient received a single inappropriate shock therapy due to improper magnet placement. There were no adverse consequences to the patient. The patient was stable post procedure, and will continue to be monitored.